Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer experienced diabetic ketoacidosis with continuous glucose monitor read ¿high¿, however, a specific blood glucose (bg) value was not provided. At the time of the report, the customer had not addressed bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.